Manufacturer narrative:
The ge representative conducted an onsite investigation. The connectors on the power monitor relay board, power supplies, and the power distribution board were reseated. The system was tested and is now operating as intended.

Event description:
The customer reported that the 9900 system displayed an interlock failure message. No patient injury was reported.